Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 580 mg/dl. The customer treated the high blood glucose with manual injection. Customer's blood glucose value was 580 mg/dl at the time of the call but the sensor glucose was 460 mg/dl. Customer reported that the high blood glucose levels began on (B)(6) 2018. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The customer declined to check basal rate settings for accuracy. The customer was unable to perform high pressure test. The customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis. Ozo unknown sensor.